Event description:
Medical affairs spoke to the patient on 10/18/04 and obtained the following information: in 2004, the pt was experiencing symptoms of high blood glucose. Patient did not provide detail information about his symptoms. He tested his blood glucose and received 569 mg/dl and took insulin after attemtping to use the meter. He went to the hospital within 30 minutes and his blood glucose was 659 mg/dl in the ER. Patient was treated with insulin. Test strips were in good condition and not expired. Test strips failed twice using the control solution. This case is being documented as a malfunction, since the strips failed using the control solution. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them. If either the meter and/or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.